Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2017, a loss of connection between the transmitter and display device occurred. No product or data related to issue was provided. No additional patient or event information is available

Manufacturer narrative:
Com(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected, and no defect was found. Performed voltage measurement: and passed. Performed pairing test with nordic bluetooth device and passed. The transmitter functional testing passed. Share log review: loss of connection found in the log within the investigation window. The reported event of signal loss was confirmed. The root cause could not be determined